Manufacturer narrative:
(B)(4).

Event description:
The patient fell. Afterward she experienced a loss of therapeutic effect. She was taking more medication. Reference mfg. Report #: 3004209178201010383. Additional information has been requested. A follow-up report will be submitted if additional info becomes available.